Event description:
The customer reported that the unit has a persistent message about 35 volt supply failure. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
(B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer contacted product support and reported that the unit has an persistent message about 35 volt supply failure. In service mode the 35 volt rail is reported as 0.00 volts, but the rail is present as the blower motor runs. The functional descriptions and troubleshooting guide in the service manual suggested the rp-pcba,pwr mgmt,v60/v680 which the customer have replaced with no change. The manual also suggests the motor control pcb, but the customer suspect the cpu board could contain the monitoring circuitry which is at fault. The biomedical technician reported that the unit was not in use. The bench repair engineer reported that the fault was confirmed as 35 v supply failed error. The top cover was found to be damaged. The bench repair engineer replaced the motor controller (mc) board & top cover to address the reported issue. Performed preventative maintenance (pm). Passed all functional and safety tests.